Event description:
A falsely depressed hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained. Patient treatment was not altered or prescribed. There was no report of any adverse health consequences as a result of the falsely depressed hcg result.

Manufacturer narrative:
Analysis of instrument and instrument data indicate that the cause of the falsely depressed hcg result was user error. The instrument is performing within specifications. No further evaluation of the device is required.